Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that early elective replacement indicator (eri) was observed. The device was explanted and replaced. No patient¿s consequences were reported.